Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). The batch 6008240 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008240 were previously tested in (B)(4) on 12/may/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow and leak due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6008240 was manufactured according to the wi version 115 in the line 3, on 20/jul/2024, with a total of (B)(4) units. Gluing of tubing the lot 4g02811 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc09, on 20/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded.. Trending: a query was run in database on 09/jun/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6008240 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient removed infusion set and is relying on multiple daily injection until she is home to replace infusion set and resume insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.